Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an imager diagnostic catheter in the original pouch. The tip was separated from the shaft.

Event description:
It was reported that the catheter tip broke. The imager ii angiographic catheter was removed from the packaging for review. Upon touching the tip, the tip broke. The device was not used.